Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported one month following implant of a smiths medical deltec® port-a-cath® implantable venous access system the patient was noted to have extravasation of the chemotherapy. The patient had been receiving chemotherapy for hepatic biliary cancer. A chest x-ray was ordered and resulted that the device had possibly migrated into the right ventricle / atrium. Subsequently, due to the risk of embolization, it was required that the device be explanted in interventional radiology (ir). The patient recovered with no further adverse effects.